Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient. It was reported that the patient then developed a superficial infection at one end of the lead sites. The patient¿s healthcare provider (hcp) had to ¿go back in¿ and surgically clean it out. The patient then developed an infection on the other lead, which led to a system explant. It was unknown when the leads got infected and when the surgical revision/cleaning out occurred. The entire system was explanted around (B)(6) 2015. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.